Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: mydriasis of the pupil. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and mydriasis of the pupil. The lens was explanted and replaced with a shorter length lens. The cause of the event was reported as unknown.